Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Partial reset occurred on (B)(6)-2013. A illop interrupt occurred (illegal operation), (B)(4).

Event description:
It was reported that there was a reset on the implantable pulse generator (ipg) due to a bit flip. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a reset on the implantable pulse generator (ipg) due to a bit flip. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.